Event description:
It was reported via repair work order that brakes wont engage due to malfunction scorpion brake plate and it was also reported that litter foot cover was bent and exposing sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.